Manufacturer narrative:
(B)(4). Device code added. Omitted on initial form. Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap. Total gastrectomy the stapler was prepared for esophagus dissection. After pushing the green button and confirming the green light flashing, the surgeon pushed the blue toggle to fire; however, the knife did not advance at all. Once the jaws were released with silver toggle, the surgeon grasped the tissue again and attempted to fire the device; however the knife did not advance again. Replaced by another stapler, the issue was duplicated. Replaced by new sulu, the device worked fine. Last patient's status was good. Operating time not extended. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding.